Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as suspected intermittent loss of capture (loc). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned. Additional information was received indicating that this lead also exhibited helix issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as suspected intermittent loss of capture (loc). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned. Additional information was received indicating that this lead also exhibited helix issues. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as suspected intermittent loss of capture (loc). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.